Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited low pacing impedance out of range. The physician opted to cap and replace the lead on (B)(6) 2020. During the revision procedure the physician found an insulation breach with an externalized conductor on the ra lead. The patient was in stable condition.

Manufacturer narrative:
No externalized conductors noted, only insulation abrasion.

Event description:
During the procedure, only insulation breach was noted. No externalized conductors noted.